Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 50-60 mg/dl at time of incident. Customer's current blood glucose value was 130 mg/dl. Customer states that the sensor keeps giving calibration error at about the 3-4 day. Customer states was in the hospital due to major surgery issue diabetes non related. Customer declined to troubleshoot for low readings. The product was not returned for analysis.